Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-03646, 1627487-2020-03647, 1627487-2020-03648. It was reported that patient experienced discomfort in their forehead due to the leads. Surgical intervention may be pending to address the issue.

Event description:
Additional related manufacturer reference number: 1627487-2022-00883. Additional information was received that the patient experienced lead discomfort in the forehead and lead bulging under the skin due to the supraorbital leads and that the patient experienced ineffective therapy due to the supraorbital leads and occipital leads. Additional information was also received that the patient did not recharge the ipg as recommended and the ipg became inoperable. As a result, surgery occurred in 2021 to explant the right-side supraorbital lead and right-side occipital lead and surgery occurred again on (B)(6) 2022 to explant the left-side supraorbital lead, left-side occipital lead, and ipg to address the issues. The exact date of explant in 2021 is unknown. It is unknown which are the right-side and left-side leads.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.